Event description:
It was reported that a homecare pt discovered that the inner cannula was cracked on one (1) size 8 lpc device. This was visually detected when the pt removed the inner cannula to clean it. The device had been reportedly in use for approximately two (2) months when this problem was detected. Limited info regarding the device maintenance/cleaning practices. There was one (1) pt involved and no reported injury. The device is not available for return.